Event description:
The complainant stated that the head section is drifting down slowly.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.